Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's field service engineer (fse) found that the battery was greater than 5 years old, from 2011. It is recommended that the battery is replaced every 5 years based on the date of manufacture recorded on the battery label. The fse replaced the battery to address the finding.

Event description:
It was reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm. It was reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.